Manufacturer narrative:
(B)(6). Fisher and paykel healthcare (f&p) are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in brazil via a fisher & paykel healthcare (f&p) field representative, that the tubing of two opt318 optiflow junior nasal cannulas were broken.; there was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section d4: lot number details are not provided by the customer. Section d4: UDI details are not available based on the time of manufacturing. Section h4: manufacturing date not provided by the customer. Method: the subject device opt318 optiflow junior infant nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the photograph and description of events provided by the distributor, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the tubing of the opt318 optiflow junior infant nasal cannula was detached at the swivel grip tube joint, confirming the reported fault. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the opt318 optiflow junior infant nasal cannula. Based on our knowledge of the product the tubing was likely to be pulled by patient or caregiver. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject opt318 optiflow junior infant nasal cannula would have met the required specifications at the time of release. The user instructions which accompany the opt318 optiflow junior infant nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: "ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.". "Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death.". "Do not crush or stretch tube.".

Event description:
A distributor reported on behalf of a healthcare facility in brazil via a fisher & paykel healthcare (f&p) field representative, that the tubing of two opt318 optiflow junior nasal cannulas were broken. There was no reported patient involvement.